Manufacturer narrative:
Updated the description to remove implantable cardioverter defibrillator (ICD) and add the pacemaker. It was previously reported as implantable cardioverter defibrillator (ICD).

Event description:
It was reported that a patient presented to clinic due to feeling unwell. Device interrogation revealed oversensing noise and failure to capture on the right ventricular (rv) lead and pacemaker (pm). The physician elected to explant and replace the rv lead and pm. There were no patient consequences after the procedure.

Event description:
Related MFR report number: 2017865-2023-48207. It was reported that a patient presented to clinic due to feeling unwell. Device interrogation revealed oversensing noise and failure to capture on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. There were no patient consequences after the procedure.